Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, false episodes of cardiac pauses were noted due to undersensing on the implantable cardiac monitor. The r wave signal amplitude were smaller than the minimum required for sensing. No intervention was performed at this time. There was no patient consequences.

Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, false episodes of cardiac pauses were noted due to undersensing on the implantable cardiac monitor. The r wave signal amplitude were smaller than the minimum required for sensing. No intervention was performed at this time. There was no patient consequences.